Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was found to fail off current testing. This caused the battery to become depleted prematurely and could cause the power issues as reported by the customer.the monitor board off/on current values were reprogrammed to reset the board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.